Manufacturer narrative:
Additional information concerning this event will be requested from the field.

Event description:
Boston scientific received information that this pacemaker was interrogated one day post-implant and was found to be in storage mode. Review of the system indicated there was a high out of range pacing impedance measurement of greater than 3000 ohms exhibited on the right ventricular (rv) channel. The physician suspected there may be a connection issue with the rv lead and the pacemaker. A revision procedure is being planned, but for now the pacemaker remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
Despite multiple attempts, no further information concerning this event was provided from the field. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.